Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A patient was receiving chemotherapy via an ambulatory pump at home, where the attached threaded lock cannula product became disconnected. This resulted in a chemo spill at home. The physician was notified and no dosing was adjusted based on the spill. Concern the connection did not lock into place, this incident happened while the pt was sleeping and woke up from a wet sensation on clothing. The pt has been instructed to check connections more often and to use tape if needed.